Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17787011 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a balloon dilatation and stent implantation was being performed, the stent of a 5mm x 18mm .014¿ palmaz blue peripheral stent deliver system (sds) on aviator plus balloon catheter could not be released normally. Therefore, the operation was terminated. There was no reported patient injury. The target lesion was the renal artery with stenosis and the intended procedure was renal artery stent implantation. The access site was femoral. The lesion was not calcified. There was no vessel tortuosity. The percentage of stenosis was 70%. The device was not used for a chronic total occlusion (total occlusion >3 months). The device was stored, inspected and handled according to the instruction for use (IFU). The stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use. The stent delivery system (sds) was prepped according to IFU guidelines. A 6f non-cordis sheath was used. A 7f non-cordis guide catheter was used. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. Negative pressure was applied to the sds. The inflation device was in the neutral position when the system was being advanced/withdrawn. The maximum inflation pressure was 10atms (atmospheres). The balloon maintained its pressure during inflation. The balloon deflated normally. The device did not kink or bend at any time during the procedure. The unexpanded or partially expanded stent was pulled back into the guide catheter. The difficulty did not occur while the devices were being preloaded outside of the patient. All the devices were successfully removed from the patient. There was adequate continuous flush maintained through all devices. Other additional procedural details were requested but were unknown. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections d10, g4, g7, h2, h3 and h6 have been updated accordingly. During a balloon dilatation and stent implantation was being performed, the stent of a 5mm x 18mm .014¿ palmaz blue peripheral stent delivery system (sds) on aviator plus balloon catheter could not be released normally. Therefore, the operation was terminated. There was no reported patient injury. The target lesion was the renal artery with stenosis and the intended procedure was renal artery stent implantation. The access site was femoral. The lesion was not calcified. There was no vessel tortuosity. The percentage of stenosis was 70%. The device was not used for a chronic total occlusion (total occlusion >3 months). The device was stored, inspected and handled according to the instruction for use (IFU). The stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use. The stent delivery system (sds) was prepped according to IFU guidelines. A 6f non-cordis sheath was used. A 7f non-cordis guide catheter was used. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. Negative pressure was applied to the sds. The inflation device was in the neutral position when the system was being advanced/withdrawn. The maximum inflation pressure was 10 atmospheres. The balloon maintained its pressure during inflation. The balloon deflated normally. The device did not kink or bend at any time during the procedure. The unexpanded or partially expanded stent was pulled back into the guide catheter. The difficulty did not occur while the devices were being preloaded outside of the patient. All the devices were successfully removed from the patient. There was adequate continuous flush maintained through all devices. Other additional procedural details were requested but were unknown. The product was returned for evaluation. A non-sterile unit of a blue/aviator/plus 5x18/142p pk sds was received for analysis coiled inside a plastic bag. Per visual analysis, the stent was observed mounted on the balloon (not deployed). No anomalies were observed. Per dimensional analysis the product was found within specification. Per functional analysis a balloon inflation test was performed. The balloon was inflated as expected, and neither a leakage nor a burst was observed on the balloon. The stent was deployed successfully, and no damages were observed on the stent. A product history record (phr) review of lot 17787011 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - inflation difficulty - in patient¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to the event as evidenced by no anomalies being found during analysis. According to the precautions in the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label and compliance chart. Prior to stent expansion, ensure that stent and balloon are completely exposed from the gc. Caution: avoid over tightening of the hemostasis valve since this may restrict the flow of contrast media into and out of the balloon, thereby prolonging inflation/deflation times.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.